Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticky, condensation under the buttons. The customer's blood glucose value was unknown. The customer stated that the front membrane around the buttons were completely went off and used a tape over it, settings were lost during a battery change, unexplained and random no delivery alarms. The insulin pump will not be returned for analysis.